Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, significant shallowing of the ac, glare/haloes, blurred vision & pupil dilation. The lens was exchanged for a shorter length lens & the problem resolved.

Manufacturer narrative:
Additional information: date of event (B)(6) 2025. Claim: (B)(4).